Event description:
On 11sep2024, a distributor in colombia reported a patient (pt) experienced ocular redness (affected eye(s) not provided) after 3 days of wearing an acuvue® oasys multifocal brand contact lens (cl). The pt was referred to an ophthalmologist who diagnosed the pt with ¿corneal ulcer and possible loss of cornea.¿ the pt was provided an unknown treatment for 3 weeks. No additional medical information was provided. On 11sep2024, a call was placed to the pt's eye care professional (ecp) who provided additional information. The date of the event was 22aug2024. The pt reported discomfort within 2-3 days of wearing trial cls. The pt visited the ecp and was diagnosed with conjunctivitis in both eyes (ou). The ecp referred the pt to an ophthalmologist who saw the pt within 72 hours and diagnosed a corneal ulcer in the right eye (od). The pt was prescribed medication (name, frequency and duration unknown), was "getting better" within 2 days, and was responding well to treatment and "almost recovered" within 4 days. The pt has now completely recovered but was advised to wait 20 days before trying another cl. The pt's visual acuity was not affected and there was no permanent damage. The ecp stated the term "possible loss of cornea" initially reported was used prior to the pt's tx by the specialist. The pt responded well to tx with no permanent damage. On 12sep2024, the ecp provided additional information via email. The pt was diagnosed with an od infectious ulcer between 6 and 7 o'clock, inferior paracentral temporal (2 ulcers of approximately 2 to 3 mm). The pt was prescribed vigamox (moxifloxacin hydrochloride 0.5%) 1 drop od every hour for 2 days, reduced to every 2 hours for 3 days, then every 4 hours for 1 month. No additional medical information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b013cvc was produced under normal conditions. One lens case containing one lens for lot number b013cvc was received and evaluated. Magnified visual inspection revealed no abnormalities. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.